Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary right lateral unicompartmental knee replacement on (B)(6) 2008 where a sigma partial was utilised. Patient has presented with a progressively more painful knee and has reported feelings of instability on the lateral side. On opening the knee ( (B)(6) 2021 (B)(6)) all components were found to be well fixed. Reason for revision was progression of disease and pain. Components were removed and a right primary attune ps rp implanted.